Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1600692. Investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A piece of metal is peeping out of the head of the applier. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent. The sample was returned with a clip loaded into the jaws of the device. The returned device appears to be used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. First, the clip that was already loaded into the jaws was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. Another attempt was made and the next clip was double loaded into the jaws with the first clip. The double loading occurred due to the damaged rotation tab. The device was disassembled to look at the internal components. Upon disassembly, no further damages were found to any internal components. The sample was received with 6 clips remaining indicating that 9 clips were fired by the end user. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "device doesn't work" was confirmed based upon the sample received. One device was returned. It was found that the rotation tab was bent. This could contribute to issues with the loading of the clips into the jaws. The device was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The remaining clips were unable to properly load into the jaws of the device due to the damage to the rotation tab. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
A piece of metal is peeping out of the head of the applier. There was no patient injury.